Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported indicated ventricular tachycardia as related to the monomorphic premature ventricular contractions (pvc). The event resolved the following day.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic pulmonary valve, an electrocardiogram (ECG) showed monomorphic premature ventricular contractions (pvc) with a 4-beat run and a coupling interval of 580 milliseconds (ms). Atenolol was started. The event was reported as resolving. Per the physician, the event was probably related to the valve and valve implant procedures. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {harmony-dcs}; product type: {delivery catheter system (dcs)}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: continuation of d10- product ID {harmony-dcs}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} corrected data: d6a - implanted date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.